Event description:
It was reported that during a coronary stent procedure to treat three lesions in the rca, crossing difficulties were encountered. The physician had successfully placed an express2 3.5 x 16 proximally in the rca. He then delivered and deployed second express2 3.5 x 20 in the mid rca. In crossing through the first stent, with the third express2 (size unk) to treat the distal stenosis, the stent became entangled in the first deployed stent (express2 3.5 x 16) in the proximal rca. He was unable to remove or disengage the third stent from the first stent. Many attempts with various devices were attempted to retrieve the stent, resulting in both stents being explanted. The second express2 stent (3.5 x 20) remained implanted in the mid portion of the rca where it had been deployed. The two entangled express2 stents were brought back to the radial artery, however, the physician was unable to bring the stents back into the guide catheter. The entangled stents remain in the radial artery. The physician indicated that leaving the express2 stents in the pt's radial artery presented no significant risk. The pt tolerated the procedure well and the procedure was completed with another manufacturer's stents in the distal and proximal portion of the rca. Same case as manufacturer's #:6000089-2004-00122.